Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of posterior colporrhaphy and left vulvar biopsy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infections and urinary/bowel problems. It was reported that the patient underwent incisional hernia repair and abdominoplasty in (B)(6) 2011, abdominal paracentesis in (B)(6) 2011, and destruction lesions vulva in (B)(6) 2013. Also underwent a davinci assisted laparoscopic supracervical hysterectomy, sacral colpopexy, removal of iud and cystoscopy in (B)(6) 2011, primary low transverse c-section in (B)(6) 2010, insertion of intrauterine device in (B)(6) 2008 and removal in (B)(6) 2009. The patient underwent a hysterectomy in 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on(B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.